Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate-severe paravalvular leak (pvl) was reported. A balloon aortic valvuloplasty (bav) was performed with no change in pvl. The physician did not want to post dilate again due to annular calcification extending into the left ventricular outflow tract (lvot). Subsequently, a second valve was implanted valve-in-valve. No adverse patient effects were reported.